Manufacturer narrative:
(B)(4). Method: the complaint rt134 non-heated adult breathing circuit was returned to fisher & paykel healthcare in (B)(4) for evaluation. It was pressure tested and subsequently submerged in a water bath to test for leak. Results: pressure testing revealed that the circuit was out of specification. The water bath test revealed that the leak was through the connection between the lid and bowl of both water traps. Conclusion: the water trap of the breathing circuit consists of two parts, a lid and a bowl, which can be separated to allow the caregiver to empty the water trap. All breathing circuits are pressure tested for leaks during production and those that fail are rejected. This suggests that any leak must have developed after the breathing circuit was released for distribution, during transport, storage or use, possibly by distortion of the water trap when the bowl was connected. The user instructions that accompany the rt134 adult breathing circuit state the following: check all connections are tight before use. Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Set appropriate ventilator alarms.

Event description:
A distributor reported on behalf of a healthcare facility in (B)(6) via a fisher & paykel healthcare (f&p) field representative that an rt134 adult breathing circuit had a leaking noise during the ventilator leak test. There was no patient involvement.